Manufacturer narrative:
The instrument was returned and evaluated. Engineering was able to open and close the grips, and move the wrist properly, when manually rotating the input discs. Engineering also observed that the distal end of the main tube has three adjacent deep scratch marks, on one side of the tube with material removed. The scratches are spaced close together, and are not aligned with the tube axis. Engineering concluded that the scratches are most likely from instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the endowrist prograsp instrument is defective. No add'l info was provided. No pt harm, adverse outcome or injury was reported.